Event description:
It was reported that the patient presented to the emergency room after receiving a shock. A device interrogation showed oversensing and t wave oversensing on the right ventricular (rv) lead. It was noted that the r waves were small during the t wave oversensing episodes. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID 7232cx implantable cardioverter defibrillator (ICD), implanted: 2008-(B)(6), (B)(4).